Manufacturer narrative:
Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had physical damage. The screen on the insulin pump was cracked on the right corner. The customer's blood glucose level was 214 mg/dl. Customer stated that she did not know how the damage was caused. Insulin pump will be replaced. No additional information provided.